Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2022 for an acute kidney injury (aki) requiring adjustment to their antibiotic regiment. The patient was discharged on intravenous antibiotics.

Manufacturer narrative:
The driveline infection requiring ongoing antibiotic regimen was reported under MFR # 2916596-2022-14854, MFR # 2916596-2022-14835. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported acute kidney injury could not be conclusively established through this evaluation. The patient was discharged on intravenous antibiotics on 23aug2022. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately expired on 26oct2022. (B)(6) has not been returned for evaluation at this time (MFR#2916596-2022-14858). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.